Event description:
The report received from the affiliate indicated that it was difficult to advance the precise stent over the angioguard xp to the left internal carotid, due to the patient's vessel characteristics. The vessel was heavily calcified and tortuous, the rate of stenosis was 95%. Strong force was applied while attempting to cross the target lesion, and the sds was damaged near the hub (specific details were unknown). The precise was removed from the patient body and changed to a new unknown product. The procedure was completed without any other issues. Analysis of the returned product revealed the precise otw 10x40 mm to be separated into several pieces. The stent and distal tip were not received. The inner member was separated from the outer sheath, and both components show several kinks along their entire length. Blood was observed at the hemovalve and inside the clear distal tip. No other discrepancies were found. Functional testing could not be performed due to the severe damage of the complaint unit. Additional information as to the source and timing of the damage seen has been requested from the affiliate.

Manufacturer narrative:
One non-sterile precise otw 10x40mm was received coiled and in several pieces in a plastic bag. The stent and distal tip were not received. The inner member was separated from the outer sheath, and both components showed several kinks along their entire lengths. Blood was observed at hemovalve and inside the clear tip. No other discrepancies were found. Functional testing could not be performed due to the severe damage of the complaint unit. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The damaged condition reported by the customer was confirmed. Kinks, inner lumen separation and a cracked yellow luer hub were observed during visual analysis. The exact cause of the complaint could not be determined, and the tracking difficulty could not be confirmed due to the severe damage in the unit. However, none of these conditions appear to be manufacturing related, as controls exist in the manufacturing process to prevent damage to the sds (such as the use of transport rods during the subassembly process to prevent bends and kinks, inspections to detect these type of conditions - reference procedures documented in route sheet # (B)(4). Procedural factors may have contributed to the failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received from the (B)(4) regarding the damage noted to the device indicates that this damage was incurred by the user while inspecting the device after it was removed from the patient's body. No damage occurred while the device was inside the patient and there was no patient injury reported for this complaint. Based on this information, the file is no longer considered reportable. No further updates will be forthcoming.